Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir compartment was damaged causing air bubbles as o-ring was crooked. Customer's blood glucose was 270 mg/dl. Customer reported that blood glucose also went from 375 mg/dl to 300 mg/dl. Customer reported that insulin pump was not rewound with reservoir in place. Customer was advised that supplies would be replaced.

Manufacturer narrative:
A complete analysis and testing of 3 opened/used and 3 sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.